Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) medical university. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4073118. D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date: 13-mar-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, additive abnormalities were observed in 2 tubes(one in each reported lot #). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-mar-2025. Investigation summary: bd received two photos and two samples for investigation, including one sample from lot 4073118 and one sample from lot 4145587. Evaluation of the photos indicated a yellowish edta clump in the tube. The investigation of the returned samples revealed edta clumps in the tube from lot number 4073118, while no edta clumps were observed in the tube from lot number 4145587. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, (B)(4) retained samples from each lot number ((B)(4) samples in total) were visually inspected, and edta clumps were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, additive abnormalities were observed in 2 tubes (one in each reported lot #). There was no health impact or consequences reported.